Event description:
The customer reported that while performing a battery calibration test, their defibrillator did not say whether it passed or failed, just that power has been disconnected. There was no pt involvement.

Manufacturer narrative:
(B)(4).